Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will also send a letter to the pt. In 2009, the pt complained that when she attempted to test her blood glucose four days ago, the onetouch ultramini prompted a message. The pt described the message as "c30" (presumably the indicator that the meter is set on code 30) after which the apply sample prompt apparently did not display. The day after, around 8 a.m, the pt was seen in the emergency room where her blood glucose on the ER meter allegedly was 600 mg/dl. The pt, who denied having symptoms, was treated with insulin. It is unknown if the pt had taken her daily 30 units humulin 70/30 the day before or the morning of the alleged ER treatment. Although the alleged issue was resolved with troubleshooting, the complaint is reported since the pt reportedly had been unable to test and later was treated with insulin by an hcp. The cca replaced the meter, strips, and control.